Manufacturer narrative:
The reported gripper actuation issue was not confirmed via returned device analysis. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incident reported from this lot. Based on available information and without a confirmed failure mode, a cause for the gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device is filed under separate medwatch report numbers.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). On (B)(6) 2021, one xt clip ((B)(4)) was successfully deployed, reducing mr. Then on (B)(6) 2021, the patient readmitted with shortness of breath. It was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the posterior leaflet tore, worsening mr. Additional treatment was attempted with an xtw clip. However, during preparation of the clip delivery system ((B)(4)), one gripper arm would not fully lower. The gripper would stop mid-way. Therefore, the cds was not used in the patient. The procedure continued with a second clip. The second clip was deployed fine. A third cds ((B)(4)) was selected for use to further reduce mr. The cds was advanced to the mitral valve, but the clip could not grasp both leaflets. The cds was removed with the clip attached. The procedure ended at this point. One additional clip was implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.